Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call that customer experienced high blood glucose level was 489mg/dl. The customer had no any symptoms. The customer was treated with insulin pump bolus. Customer stated that they had issue with sensor .the insulin pump will not be returned for analysis.